Event description:
A trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation the device failed a test step during testing (fco81 failure follow up incident case creation- pre-op check - unit failed the pre-operational tests). There was no additional information provided at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation the device failed a test step during testing (fco81 failure follow up incident case creation- pre-op check - unit failed the pre-operational tests). There was no additional information provided at this time. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the trilogy ev300 ventilator was returned to a third part service center for evaluation. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the device failed an active exhalation control module system pre-test during testing. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) was replaced to address the issue. There were no error codes recorded in the event log. The root cause is confirmed at this time. The device passed all final testing. The suspected 3- way solenoid valve and proportional valves were both returned to the manufacturer product investigation lab (pil) for an active exhalation verification test failure at service. This failure is being investigated. No further evaluation of this part is required at this time.